Event description:
It was reported that the patient's remote transmission is displaying red alerts caused by programming and measurements that occurred before the device was implanted. The alerts will be cleared at the next in office visit. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.